Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for three days due to diabetic ketoacidosis at an unknown time with blood glucose of 700 mg/dl. Customer stated she had disconnected from the insulin pump, as she did not want to use the device without a sensors. As customer mentioned that she relies on her sensor for treatment. If the pump alarms low she treats for low, if device alarms high she will treat with the pump. Customer was hospitalized for three days and upon release was advised to reconnect to the insulin pump when released. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.